Manufacturer narrative:
(B)(4). Evaluation: method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens. The haptic bent as it was inserted into the eye. The lens would not stay in place. Lens was removed with no pt injury. Another same model and size lens was implanted.